Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep replaced subassembly. The system operates as intended.

Event description:
The customer reported that the system had a damaged power module in the generator. No pt injury was reported.